Event description:
A (B)(6) male pt underwent aaa and right common iliac artery aneurysm repair under epidermal local anesthesia on (B)(6) 2012. The pt anatomical form was suitable for the procedure. Final angiography from the proximal side revealed type IV endoleak from the main body (1820334-2012-00179) and right iliac leg (1820334-2012-00180). Angiography inside the graft was performed just in case to compare blood flow and it was confirmed the flow was observed at the almost same timing compared with the one from the proximal side. The physician considered the endoleak as type IV and decided to take a wait-and-see approach. Act before and after the procedure was 382 and 269. No adverse effect on the pt.

Manufacturer narrative:
Event is under investigation.